Manufacturer narrative:
This device was not returned for analysis, as it remains in service and implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker had entered safety mode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced. This pacemaker has returned for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete. This device was not returned for analysis, as it remains in service and implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker had entered safety mode. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has returned for analysis.